Event description:
The lay user/pt called lifescan (lfs) and alleged that her meter was reading inaccurately high. The medical affair specialist spoke to the pt on 11/15/05 and obtained/verified the following info. The pt performed several control solution tests, most of which, fell out of range. On 11/14/05, she tested her blood glucose upon waking and she obtained a result of 154 mg/dl. She tested a little later and obtained a result of 139 mg/dl. At 9:00 a.m. She tested and obtained a result of 265 mg/dl. She had taken her bolus of insulin that morning (did not obtain the amount). She visited her physician that morning because of the high result. The phyiscian ordered a lab test. The meter's result was 358 mg/dl and the lab result was 392 mg/dl (a 9% difference, meter within spec's). The tests were perfomred within 10 minutes apart. The physician checked the pt's insulin pump to make sure that it was delivering insulin. The insulin pump was functioning. The pt stated that she has a cold and that might have had an affect on her blood glucose. The test strips were in good condition and the codes matches. The pt had been applying the control solution to her hand and then the strip. She performed one control soltuion test with the lfs representative on the phone. She did not want a perform a second test.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.